Event description:
Spoke to assistant at the dental office. She said that they returned the clamp to sinclair a while ago. She said that the clamp broke while on the tooth. She said it was on #18. She said they had recently rec'd the clamp. The patient had safety glasses on and it just broke and popped out of the patient's mouth. She did not remember which patient this occurred on.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The assistant said that no one was injured during the incidence